Manufacturer narrative:
Reference number (B)(4).

Event description:
Customer states that during a low anterior resection they loaded the third reload to idrive correctly, confirmed the status indicator illuminated green, pushed the green button. Confirmed the status indicator flashing, pushed the firing button. But the device didn't fire. New reload was connected and completed the fire. . Last patient's status: good. Operating time not extended. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding.

Manufacturer narrative:
(B)(4). Evaluation summary post market vigilance (pmv) led an evaluation of one reload and one piece of test media. The piece of test media was stapled and properly transected. Visual examination of the staple cartridge noted that the reload was fully fired. The reload was loaded into a pmv representative instrument (idrive ultra powered handle 1 and endo gia adapter standard) for functional testing. The reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reloads loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The reload was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the reload device history record indicates the device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.